Event description:
The device was returned to the manufacturer after the patient expired. It was analyzed and subsequently tested out of specification. There is no allegation that the death was device related. Cause of death was requested, but not received. Additional information received from manufacturer's representative reported the device was working at explant.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model and tested out of specification consistent with the advisory. Cause of death was requested, but not received. Evaluation summary: testing revealed no output and no telemetry. The no output condition was the result of lifted output bond wires.

Event description:
(B) (4).

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model and tested out of specification consistent with the advisory. Cause of death was requested but not received. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output condition was the result of lifted output bond wires.